Event description:
It was reported that patient experienced an infection at the IPG site. As a result, surgical intervention was undertaken on (b)(6)2026 wherein the entire system was explanted to address the issue. The patient was administered oral antibiotics to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.